Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: patient revised to address pain and elevated metal ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the metal liner and no other reports against the femoral head. Per procedure, these devices are exempt from DHR review. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address pain and elevated metal ion levels.